Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope received a e532 error. The event occurred before sedation for a diagnostic upper endoscopy procedure. The procedure was completed with an olympic back-up device. There were no reports of patient harm.